Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number : 0002648920 -2019-00873.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface, unknown femoral component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05029, 0001822565-2019-05031.

Event description:
It was reported the patient underwent a left total knee arthroplasty nine years ago. Subsequently, patient is experiencing difficulty walking and is anticipating a revision next year.